Event description:
It was reported that while attempting to treat a cto lesion in the distal rca, the guide wire was advanced across the cto, but would not advance into the distal vessel. Another company's balloon was advanced and inflated in the cto, causing a perforation that was difficult to see on angiography. It was noted that the guide wire seemed to penetrate adventitia from the vessel in the lesion and came back into the vessel. The other company's balloon was removed, but the guide wire seemed to be stuck in the cto, and would not come out. A crosssail was advanced to treat the perforation, but the guide wire would not come out. The patient was transferred to another facility to remove the guide wire via CABG. The patient is doing fine now.